Event description:
It was reported that a customer received a minicap with the sponge sticking out of the cap, and the povidone-iodine solution on the sponge was dry. This occurred before use. There was no report of patient injury or adverse effects associated with this event. No additional information is available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A companion sample was reported to be available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The manufacturing dates were 04/11/2014 to 04/17/2014. A companion sample was received for evaluation. Visual inspection revealed no issues. Pressure testing found no leaks in the pouch. The reported issue could not be verified. A review of all batch record documents was performed for associated lot number gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.